Event description:
Pt. Scheduled for yttrium aluminum garnet (yag) laser posterior capsulotomy of the right eye. After laser self pre check was completed the procedure began, the laser ceased firing and surgeon discontinued the procedure. Pt. To reschedule and company called for service of the unit.